Manufacturer narrative:
(B)(4). (Surgical intervention required) title minimally invasive oesophagectomy: preliminary results after introduction of an intrathoracic anastomosis source digestive surgical, volume 31, 2014 (95-103) date of publication: 23 april 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
According to literature source of study performed, a total of 45 operable patients were scheduled to undergo minimally invasive esophagectomy (mie) with intrathoracic anastomosis. Eighteen out of the 45 patients were under group 2 wherein a circular stapler was used to create an intrathoracic anastomosis along with its anvil being inserted through one of the ports and secured with 2 purse strings using the stitching device and suture. One of the patient's post-operative course complicated by chyle leakage, and this was managed conservatively with total parenteral feeding during 6 days. A contrast swallow computed tomography (CT) scan 4 days post-operatively showed no signs of anastomotic leakage. The patient died 25 days after surgery of massive hemorrhage from a gastro-aortic fistula at the level of the anastomosis requiring emergency surgery.